Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. ' diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 7am, the patient was found by his neighbor having a seizure and unresponsive. The patient¿s cgm was reading ¿sensor failed¿ at this time and was not providing any cgm values. The patient was wearing an omnipod insulin pump. The patient¿s neighbor treated the patient with nasal glucagon spray and called 911. It was later reported that the patient¿s wearable had failed several hours prior to his seizure but the exact time could not be provided. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was ¿low¿ (no specific value provided). The patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 107 mg/dl and he was treated with IV fluids. The patient was discharged after approximately 12 hours. The patient was feeling ¿fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.